Event description:
Rn inserted pic line (3.0) without difficulty. In removing the guide wire through the injection port on the extension tubing, the solid core wire broke and the teflon coated spring wire continued to pull out. The rn unscrewed the extension tube from the catheter and removed the guide wire without difficulty. The broken wire with the spring wire attached was sent to co.